Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "a function on the device that made their heart go really fast". The patient stated the device was reprogrammed however they are now experiencing premature ventricular contractions (pvc) "on the hour every hour" for several beats. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.